Manufacturer narrative:
During the in-service, the ess was informed the customer was not aware of the maj-1534 cleaning brush and currently do not use the maj-1534 during the reprocessing of the gf-uct180. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The likely cause of the reported event is attributed to human error. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: the cleaning brush (maj-1534) is used to brush the external surface of the distal end of the endoscope. Inspection of the cleaning brush. Check the brush head for loose or missing bristles. Check the handle for scratches and other damage. Determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
At the beginning of an endoscopic ultrasound in-service with sterile processing technicians at the user facility, the olympus endoscopy support specialist (ess) was informed that the facility is not currently using the proper cleaning brush during the reprocessing of a ultrasound gastro-videoscope. No patient injury, infection or harm was reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: g3, g6, h2, h4, h6 and h10. As part of the investigation, olympus followed up with the user facility to obtain additional information regarding the reported event but with no results. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The likely cause of failure of the facility to cleanse the scope appropriately was due to human error. However, because there is no information on why this phenomenon has occurred, factors may be inferred. These findings did not lead to an investigation of root cause. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: chapter 7 cleaning, disinfection, and sterilization - cleaning brush (maj-1534) the cleaning brush is used to brush the external surface of the distal end of the endoscope. - inspection of the cleaning brush (maj-1534) 1. Check the brush head for loose or missing bristles. 2. Check the handle for scratches and other damage. Olympus will continue to monitor complaints for this device.